Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an error due to touch screen calibration failure. There was no effect on patients.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Event site state - (B)(6). A getinge field service engineer evaluated performed touch screen calibration and passed resolved. An error occurred due to touch screen calibration failure.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) medical center.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has an error due to touch screen calibration failure. There was no effect on patients.